Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they had to quit using the system on (B)(6) because the original site placement did not heal and the equipment was exposed. Patient had to have emergency surgery to have the device moved from the right side of their back to the left side. Patient has an appointment with the surgeon tomorrow to make sure everything is healing properly and hopefully they will let the patient fire the device back up.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.